Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files and reproduced during evaluation of the returned heartmate 3 system controller. On 01jul2024 at 20:11:49 and 20:14:46, the log file captured backup battery fault alarms due to backup battery circuit faults during a routine disconnect of the black power cable. This is consistent with the system controller not being able to properly detect the presence of the backup battery. Both sets of alarms resolved when the black power cable was reconnected to an external power source. The alarms did not affect the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log files. Visual inspection of the 11v backup battery returned with the system controller, serial number (B)(6), revealed that one of the pins was bent. This prevented the backup battery from being able to properly connect to the backup battery ribbon cable and therefore resulted in the system controller being unable to detect the presence of the backup battery, which resulted in the backup battery fault alarms activating. The backup battery was replaced with a test backup battery for testing and no issues or atypical alarms were produced. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The provided information indicated the backup battery fault alarms resolved after the system controller was exchanged. The root cause for the backup battery fault alarms was determined to be due to a bent backup battery pin; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for the 11v backup battery and overall system controller. The heartmate 3 instruction for use section 5, entitled ¿surgical procedures¿, provides instruction on how to install the 11v backup battery in the system controller. Section 2, entitled ¿system operations¿, provides instruction on how to properly replace the backup battery. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced emergency backup battery faults. The log files were reviewed and there had been no yellow wrench alarms found even though in the patient's history it had said to replace emergency backup battery several times. The monitor screen showed a replace emergency backup battery in 33 months message. Technical services then reviewed the log files and confirmed emergency backup battery faults and black power cable disconnects associated with (f34) ebb_circuit_fault flags. These events indicated an improperly seater emergency backup battery cable connector. The emergency backup battery was disconnected and inspected with no evidence of visible damage. The emergency backup battery was then reconnected to the system controller, as well as the black power cable and the replace emergency backup battery message remained. A system controller exchanged was performed. The alarms resolved after the system controller was exchanged. There was no patient impact or symptoms from the system controller exchange and there was no change in status or plan of care.